Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned. The catheter was flushed and no leakage was observed. The catheter was then clamped off to perform a pressurized leak test, but still no leakage was observed. Based on the returned product, the complaint could not be confirmed. The catheter tip appeared to have been normally trimmed and no leakage was observed. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
Customer complaining of feeling wet catheter, presenting wet dressing. When performing test by the nurse, verified depletion near the zero point. PICC was broken.